Event description:
It was initially reported on (B)(6) 2011 that there was pain and tenderness around the pump site, but the hcp (health care provider) did not think "the event was related..." A surgical evaluation was planned. The drug infused was stated as fentanyl 264 mcg/day, 1000 mcg/ml. It was later reported that the pump had flipped over and there was pain along catheter site because of which the pump was revised in (B)(6) 2010. The patient was hospitalized because of the event. The drug reportedly delivered was morphine. Patient recovered without sequelae.

Manufacturer narrative:
(B)(4).